Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe had insufficient blood flow during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using the abg, there is no automatic bleeding after reflux, has insufficient blood flow issue."